Event description:
It was reported that the ilet displayed a ¿dosing stops soon connect cgm or enter bg¿ message after the user had operated the system for multiple hours without a dexcom g6 continuous glucose monitor (cgm) connection and consumed multiple meals, leading to a high blood glucose; the cgm was then connected and glucose began trending down, and the underlying issue was that the user had changed the cgm transmitter earlier and had not entered the new transmitter serial number, consistent with an incorrect procedure. The user experienced a glucose peak of 400mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect cgm setup; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.